Event description:
It was reported that pump displayed malfunction code but no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, successfully reset pump with assistance, planned to load new cartridge after call, and was advised to continue using pump and to call back if malfunction recurred, which had not happened after reset.